Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 500mg/dl, with large ketones, abdominal pain, and nausea. Reportedly, the patient discontinued pump therapy, and received treatment of intravenous fluids in the hospital by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal history matched the active basal program. The basal prime and basal history showed the patient was without insulin for three hours the day prior due to an empty cartridge. The basal history showed the pump was delivering as programmed. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.